Event description:
The 100% oxygen function normally used while suctioning pt came on while staff in room. Staff unable to cancel function. Issue identified by staff prior to placing on pt. Vent pulled from service. Pm company able to replicate the problem and part was replaced.